Event description:
A healthcare facility in (B)(6) reported that the end of the pressure line of an rt235 infant breathing circuit broke as there was no traction when the circuit was connected to a ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt235 infant breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the end of the pressure line of an rt235 infant breathing circuit broke as there was no traction when the circuit was connected to a ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: two inspiratory limbs of the complaint rt235 infant breathing circuit along with non-fph connectors and pressure lines were returned to fisher & paykel healthcare (fph) (B)(4) for visual inspection. Results: visual inspection revealed that the connectors and pressure lines returned with the complaint devices are not made by fph and they are not a component part of the rt235 breathing circuit kit. One of the non-fph pressure lines had a broken non-fph adaptor and the other non-fph pressure line was missing an adaptor. The fph inspiratory limbs of the complaint device were within specifications. A lot check was not performed as no lot number was provided. Conclusion: no fault was found with the fph inspiratory limbs as the pressure lines and broken missing adaptor are non-fph products. All breathing circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any breathing circuit that fail this test is discarded.